Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh and sparc were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stage 3 prolapse and sui.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.